Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
New information noted that the right atrial lead and right ventricular lead were both explanted due to noise and fracture. When the leads were attempted to be extracted, the helix on both leads were unable to retract and the leads were cut. After the procedure, the patient was in the recovery and it was noted that the patient became hypotensive and complained of chest pain. A moderately sized pericardial effusion was observed. Drainage was performed and the patient was transferred to intensive care.